Event description:
Patient with oral endotracheal intubation. Precision medical endotracheal tube holder in place. Oral care given which includes repositioning endotracheal tube 4 hours after arrival in ICU from another hospital. Stage ii pressure ulcer (blister) present on lower lip.